Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(4) spinal fusion procedure in a patient (patient ID: (B)(6). Patient medical history: arthritis, hyperlipidemia, hypertension it was reported that, post cranial spine surgery c6-c7, as per investigator assessment it was confirmed that implanted devices does not appear stable and secure. The patient experienced evidence of implant subsidence postoperatively. The event is suspected to be device-related due to anatomical and biomechanical mismatch. The patient is approximately 7 feet tall, and the largest available implant was used; however, it did not provide full endplate coverage and resulted in an anterior shift of the centre of rotation. This suboptimal implant positioning and size may have contributed to increased axial load concentration and inadequate load distribution across the endplate, leading to implant settling or sinking (subsidence) into the vertebral body. The subsidence was not immediately evident intraoperatively but was later confirmed on follow-up imaging obtained at the 1-month follow-up visit on (B)(6) 2025. There was no patient symptom reported. There were no further complications reported regarding the event.